Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that patient was having trouble getting the ins to turn back on. It was stated that the patient had been in two different hospitals since (B)(6) 2018 and patient has had two MRI's. It was also stated that patient was currently at the va and they were at the hospital where patient was implanted with ins. It was stated that the hospital directed patient to call the manufacturer to get the ins checked, but the caller was unsure what the other hospital was referring to by getting the ins checked. The caller confirmed that both hospital stays and the 2 MRI's the patient had were unrelated to the device. It was stated that the patient was a rare case and patient was on their 4th ins, patient had had 3 previous ins's. It was reported that the ins's had been taken in and out due to injections and problems. It was stated that manufacturer's representatives (reps) have had to come and do stuff with the patient, further clarifying the rep was present the last two ins surgeries the patient had and the rep came to one of the MRI procedures stated above, to assist turning the ins off. The caller said the rep knew all about the patient as the patient was a rare case and reps were familiar with the patient. The patient services specialist (pss) attempted to clarify above information several times however the caller said they did not have time for these questions and did not have information without the patient's records. The caller began to get emotional and somewhat escalated. Troubleshooting could not be done due to lack of access to product. It was reviewed for caller to call back when they were with the patient and the patient programmer (pp) to see what was coming up on the pp screen. It was reviewed that we may be able to resolve the issue over the phone depending on what was showing on pp, and it was also reviewed that if it was not resolvable over the phone, patient would contact rep in the area for assistance. It was also reported that patient had cancer. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.